Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing blood at site. It was reported that an fusion set broke apart at the needle and reservoir also fell apart. Customer reported to have air bubbles when attempting to remove the plunger. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. Customer's blood glucose was 130 mg/dl. Emergency supplies would be sent to customer.